Event description:
It was reported that the patient presented for system extraction due to pocket infection. Vegetation was observed on the leads. The entire system, including the pacemaker, right ventricular lead, right atrial lead and left ventricular lead, was explanted. A lead was used as a temporary pacemaker on (B)(6) 2026 and was subsequently explanted during the implantation of a leadless pacemaker on (B)(6) 2026. The patient remained in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The lead met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the lead was not returned for analysis.